Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as this complaint was for an engineering device that will never be customer facing. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensica device required foam gasket applied to optical sensor as well as a full system re-image and update to the latest software and firmware versions per latest fa action updates as requested by ucc. Also, sensica was detecting tube when no tube was present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensica device required foam gasket applied to optical sensor as well as a full system re-image and update to the latest software and firmware versions per latest fa action updates as requested by ucc. Also, sensica was detecting tube when no tube was present.